Manufacturer narrative:
Per good faith effort response received, it was confirmed that the customer refused service and repair due to the device being out of warranty. No additional details regarding the reported issue and its resolution are available. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a battery fault. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
H10: g - contact office phone number: (B)(6). E1 - reporter phone number - (B)(6).